Manufacturer narrative:
Account reported the langston dual-lumen pigtail catheter appeared sheared upon opening the catheter package. Additional information obtained from the reporting account noted the product was not used in a patient procedure. However, upon receipt of the product, manufacturer found blood on the inside and outside lumen indicating procedural use. Further contact with the account to discuss inconsistencies in the report and manufacturer's findings resulted in account confirming the device was not used in a patient procedure. Additionally, the condition of the returned langston shows extensive damage, possibly the result of high-pressure injection. Based upon the differences between manufacturer's investigation, manufacturer is unable to draw a conclusion on the reported event.

Event description:
Account reported that upon opening the product package, the technician noticed that the langston dual-lumen pigtail catheter appeared to be sheared. No patient impact was reported by the account.